Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The reported information indicated that upon inflating the balloon, the balloon would not hold pressure and continuously deflated. Another of the same device was used to complete the procedure. There was no reported adverse event to the patient associated with the issue. The patient did not require any additional procedures as a result of the event.